Event description:
It was reported patient underwent an anterior cruciate ligament procedure utilizing a nitinol wire on (B)(6) 2013. During the procedure, the surgeon had difficulty disengaging the nitinol wire and had to use force to remove it. The surgeon inspected the wire and the joint space and concluded the wire had not fractured in the patient. Subsequently, it was discovered the patient retained a piece of wire. As a result, a revision procedure was performed on (B)(6) 2013, to remove the retained wire.

Manufacturer narrative:
Evaluation of the explanted device found evidence of reverse-bending fatigue fracture. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.